Event description:
A patient had two cypher stents implanted in 2006. His mother called in stating he died of a heart attack 2 months later. No additional information was given.

Manufacturer narrative:
This is one of two products involved in the same patient and reported under manufacturing number 3003742446-2007-00081 and 3003742446-2007-00080. Additional information will be submitted within thirty days upon receipt.